Event description:
Evening: fever 105 degrees, vomiting (single event), treated effectively with motrin. The next day pediatrician visit showed ear infection in implant side (right). Treated with augmentin one dose. 11am nausea and lethargy worsened throughout day, stiff neck noticed at 5pm. Brought to hosp 6:30pm. IV started to dehydrate and observe improvement. Spinal tap performed when stiff neck and lethargy not reduced. Treated effectively with vancomycin and ceftriaxone. Pt has recovered.